Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during delivering omnitrope, bd ultrafine¿ insulin syringe had leakage at the tip of syringe. The customer also reported that the plastic of the tip looked thin and had a crack. The following information was provided by the initial reporter: ¿informs that when perform the application of the hormone (application of omnitrope), it leakage in the syringe tip. Mention that the plastic looks thin and cracked, occuring the loss of the drug to be applicated, a leakage.¿

Event description:
It was reported that during delivering omnitrope, bd ultrafine¿ insulin syringe had leakage at the tip of syringe. The customer also reported that the plastic of the tip looked thin and had a crack. The following information was provided by the initial reporter: informs that when perform the application of the hormone (application of omnitrope), it leakage in the syringe tip. Mention that the plastic looks thin and cracked, occuring the loss of the drug to be applicated, a leakage.

Manufacturer narrative:
Investigation: customer returned 1cc, 12.7mm, 29g syringe in an open poly bag from lot # 6067960. Customer states that there was leakage in the syringe tip and the plastic looks thin and cracked. The returned syringe was examined and no cracked barrel or any other defects was observed. The sample was also tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 6067960. All inspections and challenges were performed per the applicable operations qc specifications. There were two notifications [200636935, 200636438] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure.